Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and performed dilatation on the vessel. The physician inserted a stent delivery catheter and placed the stent. The physician then performed post-dilitation on the vessel. The physician then attempted to deflate the occlusion balloon; however the occlusion balloon would not deflate when required. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire; however the occlusion balloon would still not deflate. The physician inserted an aspiration catheter and aspirated the vessel. The physician attempted to deflate the occlusion balloon by pulling it back into the guide catheter however the balloon would not fit through the lumen. The physician decided to remove all the devices at one time and was successfully removed them from the patient. The patient had an st elevation during the procedure. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed. Device evaluation anticipated, but not yet begun.